Event description:
It was reported that the patient's pump was sounding a critical alarm. The patient was reportedly at the surgeon's office on the day of report. There was no alarm at that time. The alarm stated sounding when the patient got home after the healthcare professional (hcp) visit. The caller reportedly had the nurse next to her who takes care of the patient. The nurse expressed a concern regarding withdrawal if the patient went through the night with the pump alarming. The patient's pump was intended to infuse baclofen. Low reservoir alarm occurred at 7:56 on (B)(6) 2014 and the empty reservoir alarm occurred at 20:59 on (B)(6) 2014. It was later reported that the critical alarm was due to zero ml volume reached in the reservoir. It was noted that the pump was reportedly just filled "a couple of weeks ago". The home nursing agent saw the patient on (B)(6) 2014 and confirmed that the pump started alarming on (B)(6) 2014 but no one heard the alarm until (B)(6) 2014. It was noted that the nurse accessed the pump, withdrew 28 cc, then placed the drug back in the pump and updated it. The refill date then stated (B)(6) 2014. It was noted that the print report showed the refill date was (B)(6) 2014. It was later reported by the manufacturer's representative that the session data report confirmed that the pump was not updated on (B)(6) 2014. The pump was still dispensing the drug and seemed to be operating as intended as far at the alarms and reservoir were concerned. It was later reported that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8591-38, lot # d13678, implanted: (B)(6) 2012, product type accessory. (B)(4).